Event description:
The physician was performing a peripheral catheterization procedure when the wire broke off during manipulation. This required the use of a snare wire to retreive the broken wire which was done successfully.